Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, moderately tortuous right coronary artery (rca). During advancement of the 2.5x48 mm xience xpedition stent delivery system (sds), there was resistance with the anatomy and the mid shaft broke but remained in one piece. The sds was simply removed and another xience xpedition sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break could not be confirmed; however, a kink was noted. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. Additionally, the reported break was unable to be confirmed by return analysis; however, follow-up with the account confirmed the correct device was returned. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.